Event description:
It was reported that there was oversening on this right ventricular (rv) lead. Reprogramming was performed and the rv sensitivity was adjusted. This lead remains in service. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.